Event description:
The customer contacted baxter to advise that a colleague volumetric infusion pump, sn (B)(4), product code dnm8151, encountered a battery issue. It is unknown at what date, time, and stage the failure occurred; however, there is no report of patient injury or medical intervention. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Product surveillance notification date: 09 jun 2011. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with a damaged battery alarm was confirmed. The cause of the reported condition is due to depleted main batteries. The main batteries and battery harness were replaced to resolve the reported problem. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92.